Event description:
The customer reported, the system is intermittently locking up with communication failure and the system continues to act like it is imaging when the switch is released. The system needs to be rebooted and then will work again. The problem has happened several times. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a voltage drop of .35 volts on the fuse/holder f9. I removed the fuse and cleaned the fuse and holder and there is no longer a voltage drop. The +5vdc is now reading 5.07cdv on the generator interface board. Ge rep rebooted the system several times and extensively tested the system in all modes and could no longer reproduce or find any problems. The system is operating properly.